Manufacturer narrative:
This device is available for analysis but has not yet been received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an unspecified interventional procedure with an avanti + sheath introducer, the wire was unable to be removed and fluoroscopy guidance found that the tip of wire j-ed up. The device will be returned for analysis.

Manufacturer narrative:
As reported, during an unspecified interventional procedure with an avanti + sheath introducer, the wire was unable to be removed and with fluoroscopy guidance the tip of wire was found ¿j-ed up.¿ the access site was radial. The intended procedure was for a coronary angiogram. The wire was referring to the wire that is included with the product. The wire ¿j-ed up¿ when inserting the sheath into the wire. There was resistance during withdrawal from the patient. The device was eventually removed but did not separate in the patient. It was intact upon removal. The target lesion is unknown as well as the lesion and vessel characteristics. There were no anomalies noted when the product was removed from the package and no anomalies were noted during prep. There was no patient injury and no treatment was required. The status of the patient was well. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17370251 revealed no anomalies during the manufacturing and inspection processes. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the IFU, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
During an unspecified interventional procedure with an avanti + sheath introducer, the wire was unable to be removed and fluoroscopy guidance found that the tip of the wire ¿j-ed up¿. The access site was radial. The intended procedure was for a coronary angiogram. The wire was referring to the wire that is included with the product. The wire ¿j-ed up¿ when inserting the sheath into the wire. There was resistance during withdrawal from the patient. The device was eventually removed but did not separate in the patient. It was intact upon removal. The target lesion is unknown as well as the lesion and vessel characteristics. There were no anomalies noted when removed from the package and no anomalies noted during prep. There was no patient injury and no treatment was required. The status of the patient was well. The device was returned for analysis. One non sterile si avanti+ transradial kit 11cm was returned. Per visual analysis a cannula sheath introducer 6f, a vessel dilator 6f and a mini guidewire were included. A kink was noted at 1 cm from the distal tip of the guide wire. No other anomalies were noted. A device history record (DHR) review of lot 17370251 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mini guidewire- damaged¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the limited information available for review this was confirmed as a kink observed on the distal tip during analysis. The reported ¿catheter sheath introducer (csi) ¿ withdrawal difficulty¿ was not confirmed through analysis of the returned device. The event could not be properly evaluated as the customer stated that resistance was felt when the sheath introducer was withdrawn from the patient. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The access site was radial. The intended procedure was for a coronary angiogram. The wire was referring to the wire that is included with the product. The wire j-ed up when inserting the sheath into the wire. There was resistance during withdrawal from the patient. The device was eventually removed but did not separate in the patient. It was intact upon removal. The target lesion is unknown as well as the lesion and vessel characteristics. There were no anomalies noted when removed from the package and no anomalies noted during prep. There was no patient injury and no treatment was required. The status of the patient was well. Additional information including the return of the device are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned. The completed engineering report will be submitted within 30 days upon receipt.